Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for right atrial flutter with smartablate pump tubing where a cloudy film was observed on the inside of the tube. During the procedure, a powdery film was noted inside the tube. Additionally, the fluid seemed to be running poorly through the tubing. The presence of air bubbles was also noted as a possibility. The tubing set was replaced, and the case continued without patient consequence. No error messages presented on the irrigation pump. If foreign material is present inside the tubing set, it can potentially be a source of embolism or stroke. As a result, this event is MDR reportable.

Manufacturer narrative:
Manufacturer's reference number: (B)(4). It was reported that a patient underwent an ablation procedure for right atrial flutter with smartablate pump tubing where a cloudy film was observed on the inside of the tube. The returned product was inspected, and was found in good condition. An irrigation test was performed, and microbubbles were found inside the tubing. The bubbles were attached to the tubing and were not moving. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. There is no cloudy film on the inside of the tubing. The bubbles found in the tubing do not contribute to film buildup inside the tube.

Manufacturer narrative:
On 7/19/2017, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).